Manufacturer narrative:
Concomitant medical products: 4068 lead, implanted (B)(6) 1996. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were exhibiting low impedance, resulting in polarity switches. The leads were reprogrammed and are operating appropriately in a unipolar setting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.